Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose drive support disk. No alarms noted. The insulin pump received with a missing end cap sticker. The insulin pump received with a scratched lcd window.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was flush. The blood glucose reading was 163 mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.